Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had no image and incompatible scope error e315. The issue was found during inspection for use of the device. There were no reports of patient harm.